Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No visible damage could be located. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The described infusion from the customer on (B)(6) 2021 could not be found. No other abnormalities were found in the device in alarm history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 2.6 the device was disassembled, and the inside was investigated. No visible damage was found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within the tolerance. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "please find details of what clinical staff reported to have happened involving above pump. Incident date is (B)(6) 2021 at 01:05. No injury caused. Pump was booked into our department on 25th february 2021. Job was changed to incident investigation on 21st april 2021. Pump history shows that infusion was done in june, july, august and september when our records show that unit was in our department. I have run pump over past 24 hours using 50ml bd plastipak syringe, vtbi 50ml, rate 2.09ml/h. Pump completed infusion without any errors."